Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a revision done on (B)(6) 2020. MDR case number for that revision is (B)(4). This patient is back due to infection. Surgeon felt this patient would benefit from a thorough washout of their joint, with exchange of their acetabular liner and femoral head. Like the previous revision, the liner belonged to a competitor company as the cup was a competitor cup. After washing out the patient's hip, surgeon opted to go back with the same sizes. A 36mm +12 ts ceramic head was implanted and the hip was reduced. Surgeon felt the hip was still stable and at good length. The closing process began. Doi: (B)(4) 2020 dor: (B)(6) 2021 right hip.